Event description:
Following gastric bypass procedure, patient presented with inflammatory response along gastric staple line procedure (dates unknown). Second surgery performed, device was explanted (date unknown). Patient status: doing well.